Event description:
It was reported that the surgeon felt an unusual tightness during the loading of the lens and that led to the crack of its lens optic. The lens was (B)(6) 2023 inserted into the eyes and taken out. There was corneal swell in the wound for some time. The patient felt ok thereafter. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: dob, age, weight, race and ethnicity: unknown/ not provided. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: mar 21, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned revealing that it was cracked; damage on the surface of the lens was also observed. The cartridge was visually inspected revealing that the tip was cracked and damaged; no other damage was observed. Ovd was observed inside the cartridge; however, it was not distributed throughout the cartridge indicating that an insufficient amount may have contributed to the complaint issues reported. The lens module was opened, and no issues were observed. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue reported were observed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Johnson & johnson surgical vision will continue to monitor these types of complaints.